Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 131-200mg/dl fasting. Verified test strips expire 03/31/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory (B)(6). Customers concern: result of 55 mg/ dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 131-200mg/dl fasting. Verified test strips expire 03/31/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: result of 55 mg/ dl. No adverse event reported. Customer's normal blood glucose levels are 131-200 mg/dl. Customer was unable to identify date from metre's memory.